Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), an arc was heard from the electrode pads after delivering the selected energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), an arc was heard from the electrode pads after delivering the selected energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to full functional testing, energy output and impedance testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log indicated the increase in impedance prior to energy delivery indicate poor coupling occurred when delivering a synchronized shock. Poor coupling during use may be caused by a number of factors such as patient preparation, placement, etc. Instructions for use of onestep CPR complete electrodes indicated that certain conditions, such as poor coupling, poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.